Event description:
It was reported that the patient felt a burning sensation over the implantable neurostimulator (ins) and had a "large mark" over the ins "from the burning." It was noted that the patient had major surgery the week prior to the report, but was feeling better from the revision to her gastric bypass surgery. Less than two weeks later, it was reported that there were coupling and/or communication issues. It was stated that the ins "may be flipped," but flip was not confirmed. It was indicated that bandages were present over the pocket site as there was a point of "tissue breakdown." The patient reportedly had been in the hospital for "unrelated" bypass surgery for a month. It was stated that when the patient charged in the past, she would "get set up and then lie down on the recharger." It was noted that the patient used to get 8 coupling bars, but recently had been getting 0. Two rechargers were tested and both had 0 coupling bars. It was reported that same day that the device was "charging fine." It was noted that the patient was "sick as a dog medically," but was "all good" with her stimulation. Over a year later, it was reported that impedance checks were performed and that the mark was due to "excoriation" rather than a burn. It was stated that the patient was in "compromised medical condition" due to internal gastric ulcer formation and perforation secondary to post-gastric bypass. The patient reportedly had gastric surgery to correct the internal problem, recovered, and was "doing well." It was noted that no reprogramming was necessary and the patient was "doing well." Approximately three weeks later, it was reported that the patient continued to have "medical issues" as a result of her gastric bypass and was still "medically unstable." It was stated that the implantable neurostimulator was going to be explanted due to "this non-related medical condition," but the lead and extension were going to be left in.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger, product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Follow up information confirmed that the ins system was explanted as it was noted that the patient was medically unstable due to post gastric bypass. The patient also had developed ulcers and was unable to retain any food. It was noted that the patient was unlikely to be re-implanted with the device. If additional information is received, a follow up report will be sent.